Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood test results of 114, 161, 111 and 230 mg/dl. The customer¿s expected am fasting blood glucose test result range is 112-116 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer stated that he is not diabetic; he is monitoring his glucose because of dizziness. Customer stated he had gone to the ER yesterday because of his dizziness; customer stated his blood glucose was normal and it had not been due to meter results. Customer stated that the cause of his dizziness is unknown; customer stated the doctors are attempting to determine what is causing the dizziness. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2024 and open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history: result 1: 114 mg/dl date: (B)(6) 2023 time: 12:35 pm fasting result 2: 161 mg/dl date: (B)(6) 2023 time: 12:34 pm fasting result 3: 111 mg/dl date: (B)(6) 2023 time: 12:33 pm fasting result 4: 230 mg/dl date: (B)(6) 2023 time: 12:32 pm fasting result 5: 120 mg/dl date: (B)(6) 2023 time: 2:51pm fasting

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation-reported defect not reproduced on returned meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 13-nov-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.